Manufacturer narrative:
No solution was documented; case closed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a geometry problem was reported with no detailed description provided on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.